Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 5 x 10mm (item # oss510) was returned for investigation. Visual inspection of the returned product identified wear and tooling damage to the external hex of the returned implant, but no other signs of damage or deformation. The visible damage is notable, but could also be the result of the removal process. Functional testing to recreate the reported event found that compatible in-house screws merged effectively with the returned product, contrary to the reported event. The reported unknown biomet screw was not returned for investigation. The reported device was placed in location 19 and was in place for approximately 6 months. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant's thread was damaged when trying to place prosthesis, the screw could not be placed. And the implant was extracted the reported complaint could not be verified after visual inspection and functional testing of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D10: device available for evaluation change ¿yes' to 'no.' G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: d11: concomitant medical products and therapy dates.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant's thread was damaged when trying to place the prosthesis, the screw could not be placed. The implant was removed.